Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Testing of the sample found that the water temperature did not reach up to 41.7 degrees and there was a crack in the return tube which had leaked water and damaged multiple components on print circuit board. The root cause of the reported issue was found to be design. Actions were taken to mitigate the reported issue: replaced return tube and main print circuit board.

Event description:
It was reported that the device cant calibrate and have cracked return tube. No patient injury was reported.